Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed june 23rd, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to infection and extrusion of the implanted device. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, march 24, 2015.